Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent surgery for tibial diaphyseal fracture with tna screws. The surgeon inserted a screw into the third screw hole from the proximal hole. Although the insertion did not go beyond the fracture line, photo confirmation 2 weeks postoperatively shows about 5 mm of loosening. The protrusion of the screw head can also be seen on the patient's skin in the affected area. During the surgery, the surgeon did not perform anything other than the usual procedures, such as multiple pre-drills and reinsertion of screws. The patient has no subcutaneous pain or other complaints currently. However, if pain occurs in the future due to further screw loosening, removal of the screws is planned. The surgeon also considered micromotion of the proximal main tibial fragment as a cause of this event. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) unk - screws: trauma. This is report 1 of 1 for complaint (B)(4).